Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown ball. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that there was a debridement due to recurrent pseudotumor, changed the left liner and ball.

Manufacturer narrative:
An event regarding adverse local tissue reaction involving a delta femoral head was reported. The event was not confirmed. The provided image of the reported delta femoral head does not add any value to the investigation. Dimensional, functional and a material analysis were not performed as the device was not returned for evaluation. Insufficient medical records were received for review with a clinical consultant. Additional x-rays, medical records, operative report, pathology and clinical history are required in order to perform a full evaluation. Review of the device history records indicates the were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lots referenced. Conclusions: the exact cause of the event could not be determined because the devices and medical records were not provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that there was a debridement due to recurrent pseudotumor, changed the left liner and ball.